Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "right side deflation." Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/ valve leak and/or damage: one opening observed on radius side assessed as surgical damage and one opening observed on valve bond edge assessed as unidentified (tear) opening. Additional observations: wear abrasion observed.

Event description:
Healthcare professional reported a "right side deflation." Later healthcare professional reported "hole in valve". Device has been explanted and replaced.

Event description:
Healthcare professional reported "hole in valve".